Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the could never recharge their device to 100%. It was noted that the ins was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Device analysis for the ins revealed no significant anomaly found. The battery had reduced capacity due to overdischarge. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 36. The last recorded recharge session performed while the device was implanted was on (B)(6) 2019. The device was recharged for 1 hour and 2 minutes and the battery charged from 3.73v to 3.75v. A prior charge occurred on the same day; it lasted 2 hours and 49 minutes and the battery charged from 3.60v to 3.75v. The parameter trend diagnostic section of the trace report shows patient usage during this session. The recharge coupling diagnostics pulled off of the trace report showed inconsistent coupling bars. The last 5 recharge sessions showed 2 to 4 bars (25 to 50%). This indicates full coupling (8 bars, 100%) was not achieved during any recharge session. The battery went into lock mode on (B)(6) 2019. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore sensor ins, indicating that this ins is working correctly with a recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the newly implanted ins discharged completely in less than 8 hours. The patient uses 1 program, 4 poles activated, with parameters 5.7v, and pw 330/hz 80. The recharger antenna cannot find the ins easily, as a result the patient needs to charge 2 times per day. The issue was not resolved at the time of this report. No surgical intervention occurred. The patient was alive with no injury. No further complications were reported or anticipated.